Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's nurse reported via phone call that the patient was in the ICU for a blood glucose over 700 mg/dl and diabetic ketoacidosis. The patient experienced diabetic ketoacidosis twice. The patient was treated with medications, fluids, and insulin. Troubleshooting did not occur. The insulin pump was not returned for analysis.